Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred and the pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 98 mg/dl. A replacement pump was sent to the customer.